Event description:
An implantable cardioverter defibrillator (ICD) and an implantable defibrillation lead were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately seven months post the device system implant. A cause of death will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).

Manufacturer narrative:
Product event summary # (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.